Manufacturer narrative:
This event was determined to be a non-complaint as there is no evidence that the device failed to meet its specifications or to perform as intended. Please disregard.

Event description:
As reported, male patient, age and weight are unknown. Revision of logic cr knee due to patella pain, patient¿s anatomical patella to be resurfaced. Patient was last known to be in stable condition following the event. The devices are not available for evaluation as it disposed by hospital. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation. Concomitant devices: gps implant kit v2 (cat# a10012 / sn# (B)(4)), logic cr tib insert slope++, sz 5, 9mm (cat# 02-012-49-5009 / sn# (B)(4)), lgc tibial fit tray cem sz 5f / 5t (cat# 02-012-45-5050 / sn# (B)(4)).

Event description:
As reported, male patient, age and weight are unknown. Revision of logic cr knee due to patella pain, patella to be resurfaced. Patient was last known to be in stable condition following the event. The devices are not available for evaluation as it disposed by hospital. Patient was last known to be in stable condition following the event.